Manufacturer narrative:
Covidien reference number (B)(4). The field service engineer (fse) inspected the device and verified the reported malfunction. The fse replaced the breath delivery (bd) central processing unit (cpu) and the universal serial bus (usb) flash drive. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.